Event description:
The clinician reported that his patient experienced slow painful healing after grafting with the ace calcium sulfate hemihydrate kit. The fast set solution was used to prepare the grafting material prior to implant. At the patient's 2 month follow-up visit, the patient appeared to be healing and an appointment for a dental implant was scheduled for (B)(6) 2010. In late (B)(6), the patient developed an intestinal bacterium. No information is currently available regarding whether the patient required further medical treatment. Follow-up with the clinician is ongoing.

Manufacturer narrative:
Report of slow painful healing and intestinal bacterium was in response to recall communication. The recall has been initiated for an issue relating to the sterility of the fast set solution included in the calcium sulfate kit. The fast set solution is used to help the calcium sulfate product set. Confirmed clinician used the fast set solution in preparation of the calcium sulfate hemihydrate material. Two lots of fast set solution were tested for bioburden and found to contain burkholderia multivorans.